Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and other pain. It was reported that the patient had a loss of stimulation and the therapy is not controlling their pain. The patient stated that the last recharge was two to three weeks ago. The patient stated that it seems that something is not working either with external equipment or ins. The patient attempted to use the patient programmer but saw an ins charge level low screen. Patient services had the patient begin charging and was seeing a normal charging screen with 6 coupling boxes. The patient stated that the ins charge light was flashing at 25%. Patient services reviewed that it was most likely that therapy had shut itself off due to low battery level. Patient services told the patient to charge to full. The patient was able to turn their therapy back on during the call. The patient stated that they still thought there could be an issue as there is no pain relief. The patient was told to follow-up with healthcare provider (hcp) , but they can call patient services back when fully charged to aide in turning therapy up.